Event description:
It was reported that on the second day of use of a nwpt renasys pump touch while replacing the dressing it was observed an easy detachment of the adhesive film and surrounding skin macerated and damaged by exudates.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not become available. Without return of the actual device, we cannot further investigate or confirm the details supplied in this complaint. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. Insufficient clinically relevant supporting documentation was provided to be able to provide a thorough medical investigation. The IFU notes that dressing changes of npwt used with foam-filler may require more frequent dressing changes in the presence of heavy drainage or drainage with sediment. No further medical assessment is warranted at this time but if the product or further information becomes available in the future, this case will be reopened.